Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 patltr (con) additional information was received from a consumer. When asked what steps were taken to resolve the migrated device, the patient reported the representative was very helpful with them and their device and they were following up with their healthcare provider that put the device in. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they did not know if it is the weight gain or the two falls she has had that has caused them gradual pain in their left buttock when she is sitting. Patient said the device is working great and she doesn't have to take the medicine anymore, but when she is sitting it bothers her. If she is not sitting on it she is fine. This has been going on three months. Patient further stated that it felt like it is pushing into something. Patient's ins is on the left side, and the pain is on the left side. It is like a dull ache. Pt feels like it has moved or something. If been sitting and bothers her, will go lay down on right side until it is not bothering her from sitting on it. Patient had a fall in 2017 when in college fell of rock wall. In 2018 fell on the ice on left side. Patient said from the falls she did not disconnect the wires and she has not fallen this year. Patient is currently on 0.2 volts on program 4. Had patient turn off stim and see if she still feels the pain when sitting with stim off. Pt said she didn't feel the pain with the stim off when sitting. Patient also stated that the only has problems with the therapy if she has major stress or if she eats something it will bother her. Patient this was going to call the doctor to see what he recommends after the trial of turning it off. No further complications were noted or anticipated refer to already reported file: 701533248: ins stuck out/buckled out of jeans, pain.